Manufacturer narrative:
As per previous report sent case (B)(4) which states the following "the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. As per investigation results, information states that the actuator attempted to stick but the deployment was successful. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed." After a re-assessment it was determine that this event does not comply with the criteria of a reportable malfunction. Investigation results share on case (B)(4) but it was not required.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that the fast-fix 360 actuator attempted to stick at the tip before returning to the pre-t2 position. The actuator cycled the t2 off the needle but stuck at the tip. The deficiency was observed while performing the investigation for the device; therefore, there was no patient involvement.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. As per investigation results, information states that the actuator attempted to stick but the deployment was successful. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H10 h3, h6: a visual inspection of the returned device found it was returned in an unopened/sealed original packaging with the batch number of the complaint on the label. No visible problem found. A functional evaluation revealed the actuator cycled the t1 off the needle, but the actuator attempted to stick at the tip before returning to the pre-t2 position. The actuator cycled the t2 off the needle but stuck at the tip. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a component failure. It is known that the actuator may attempt to stick at the tip, the IFU warns "if the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary". Based on this investigation, the need for corrective action is not indicated.